Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her reservoir lip was broken and the reservoir will not stay in the insulin pump . The customer's blood glucose was 214 mg/dl. The customer stated had a crack near the reservoir compartment. Troubleshooting was performed for damaged and noticed reservoir did not lock in place. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.